Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were low impedance values and oversensing exhibited on the right atrial (ra) lead, and additional atrial markers were observed during the patient's left arm movements. It was further determined that the lead's oversensing problem led to inhibition of pacing and pauses visible on the holter monitor. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.